Event description:
A report was received that during the implant procedure when the physician was advancing the leads the patient started bleeding more than normal and the case was aborted. The physician injected the patient with lidocaine with epinephrine at the lead implant site to stop the bleeding. The patient is doing well.